Event description:
It was reported the patient experienced sacral pain after a blood patch was performed on (B)(6) 2015. It was unclear if the blood patch was related to the pain pump, but based on what the MRI technician stated, it sounded likely. It was later reported the patient also experienced intermittent nausea and diarrhea. A MRI was to be performed. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding the cause of the event, any interventions or actions taken and the patient¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).